Event description:
Patient experienced a cardiac arrest which went unnoticed while telemetry linked to central monitoring station was on "indefinite" stand-by, requiring resuscitation. Indefinite stand-by is a design feature of the monitoring device.